Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two ultratome xl devices used during the same procedure. It was reported to boston scientific corporation that an ultratome xl was used in the duodenum-biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the ultratome was advanced through the scope to perform sphincterotomy. During the first attempt of electrocautery, the cutting wire broke. A second ultratome xl was used; however, the cutting wire was also broke during the first attempt of electrocautery. Reportedly, there was no part of the device detached inside the patient. The procedure was completed with a third ultratome xl. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.